Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the patient pulled on and broke the catheter, leaving a 2cm portion of the proximal end of the catheter in the patient. The catheter end was removed by a cystoscopy. Additional information was later received from the ibc, via email (B)(6) 2018, that the patient pulled on the catheter resulting in balloon rupture with pieces left behind. The balloon pieces were later removed by endoscope at another hospital.

Manufacturer narrative:
The reported issue was confirmed. The evaluation noted that pieces of sac were missing approximately (1.5cm x 2cm) due to the patient pulling on the catheter resulting in the balloon rupture with pieces left behind and missing pieces was not returned. The evaluation was confirmed as user related based on the event description. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿ do not inflate the balloon in the urethra. [The urethra may be injured] do not pull the catheter hard. [The bladder/urethra may be injured]. Applicable patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: patients who are or have been allergic to natural rubber latex patients with known allergy to silver coated catheter." Patient code: 2357.

Event description:
It was reported that the patient pulled on and broke the catheter, leaving a 2cm portion of the proximal end of the catheter in the patient. The catheter end was removed by a cystoscopy. Additional information was later received from the ibc, via email 28/nov2018, that the patient pulled on the catheter resulting in balloon rupture with pieces left behind. The balloon pieces were later removed by endoscope at another hospital.